Event description:
It was reported that the ventilator's support arm was physically damaged. There was no patient harm. Manufacturer's ref. #: (B)(4)

Manufacturer narrative:
It was reported that the ventilator's support arm was physically damaged. The claimed issue was related to damaged clamp. There was no patient harm. Based on information provided, the support arm (B)(4) needs to be replaced. Identification of issue has been done by analyzing problem description and service report. Broken/damaged support arm may lead to to stop of ventilation (extubation) or injury. The issue has been resolved by replacing support arm (B)(4) and the device was delivered to the user in working condition. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).